Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the centrifugal pump 5 (cp5) pump head was working intermittently during service. There was no report of patient injury.

Manufacturer narrative:
H10: no service activity has been scheduled yet for this unit. Through follow up communication it was learnt that no error message was displayed and that the customer owns an adapter plate in order to use the cp5 drive unit in combination with disposable centrifugal pump not manufactured by livanova which is not in accordance with the instruction for use. However, the use of the adapter place for this specific case was not confirmed. The analysis of the complaint database revealed that no similar issues have been reported for this cp5 drive unit. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.